Event description:
A staff member at med ctr was cut while reconstituting a vial of control. The staff member was wearing gloves and using the protective sleeve provided in each box of controls. The glass penetrated the plastic case, rubber sleeve rubber glove and their finger. Staff received a superficial cut that bled. The staff member did not receive any prophylactic treatment.